Manufacturer narrative:
MFR's evaluation summary: the device is an automated external defibrillator (AED) and the actual device involved was returned by the customer. Testing of the device confirmed the complaint of a non-working display. The failed display was replaced to restore normal device operation. After the display was replaced, the device did not pass one of the final acceptance tests. The problem was isolated to the device's mother board, which was replaced. After this circuit board was replaced, the device passed all acceptance testing and was returned to the customer.

Event description:
The customer reported that the display did not work properly. Note 1: there was pt involvement, but the customer was unable to provide pt info for block a. In addition, the reporter could not provide a date of event for item b3.